Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material could not be identified. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from distal end. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invading lg-lens which led to corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. - IFU states the preventative measures in tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. -IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the cable for the elevator wire on the evis exera iii duodenovideoscope was torn. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the distal end has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: distal end has foreign material or stain; grip has a scratch; forceps channel port has a scratch; air/water cylinder has no color; suction cylinder has no color; right/left knob has a scratch; upwards/downwards knob has a scratch; switch box has a scratch; due to a chip on distal end, water tightness is lost; due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value; due to a cut on forceps elevator wire, forceps do not rise up at all; light guide lens has a crack; distal end is shaved; distal end has foreign material or stain; due to annual inspection, parts must be replaced; and light guide lens is dirty. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.